Event description:
It was reported that a transmitter battery issue occurred. The patient was wearing a tandem t:slim x2 insulin pump at the time of the event. According to the patient, on (B)(6) 2026, the patient received an alert that his transmitter was ¿about to expire¿. There was also conflicting information provided that the patient¿s transmitter had expired. Therefore, it is unclear which message the patient received about his transmitter. The patient stated he had a ¿sour stomach¿ and no other symptoms. The patient went to the emergency room (ER) for evaluation (it was not specified by who). At the ER, the patient¿s blood glucose (bg) meter reading was 421 mg/dl and the patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with an oral potassium pill, an IV insulin drip, and IV fluids. The patient did not specify how long he was hospitalized, but it was documented to be for ¿more than 24 hours¿. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a transmitter battery issue occurred. The patient was wearing a tandem t: slim x2 insulin pump at the time of the event. According to the patient, two weeks prior to this event, the patient received an alert that his transmitter's "life was getting low¿. On 4/20/26, the patient started a new sensor which reportedly worked for an hour and then failed "due to the transmitter not being alive or up to date". At an unspecified time later, the patient then began to feel like he had a ¿sour stomach¿. The patient went to the emergency room (ER) for evaluation (it was not specified by who). At the ER, the patient¿s blood glucose (bg) meter reading was 421 mg/dl and the patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with an oral potassium pill, an IV insulin drip, and IV fluids for dehydration. The patient did not specify how long he was hospitalized, but it was documented to be for ¿more than 24 hours¿. When asked if the patient's pump or cgm mobile app was providing a cgm value during this event, the patient answered "yes" but could not recall the specific values. This is contradictory to the previous information provided by the patient stating that his transmitter had failed. It was not clarified if the patient started a new sensor session with a new transmitter after the previously mentioned transmitter failure. Attempts to reach the patient for event clarification were unsuccessful. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)..